Event description:
A report was received that during the trial procedure the physician sheared off the last two contacts into the subcutaneous tissue and left it inside the patient's body. No further course of action will be taken at this time for the contacts that was left inside the patient's body.